Event description:
It was reported that the pt experienced diminished efficacy after years of stable dosing with satisfactory results. A dye study was conducted on the day of surgery and no aspirate was witnessed. The hcp attempted bolusing the catheter with dye. This was unsuccessful. The hcp proceeded with a catheter revision. It was noted that the catheter was dissected at the insertion site to the spine (distal the anchor). The distal catheter segment was recovered and was found to be flowing csf. The hcp was unable to aspirate the proximal end of the catheter through the catheter access port. A new segment of catheter was then replaced from the pump to the spine where it was then connected to the existing spinal segment. A connector pin was used to join the two segments. A dye study was conducted to confirm location of the catheter tip and integrity of the catheter system. The pt wa unharmed and was recovering well. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
.